Event description:
Patient's meter reported to be having a power issue. The meter would not turn on when a test strip was inserted. Patient did contact a medical professional for advice, but was not given any treatment. Patient had been using the correct test strips and the batteries in the meter were correctly installed. This case is reported as a meter malfunction since the power issue was not received with troubleshooting.